Manufacturer narrative:
Siemens reviewed the instrument data files provided by the customer. The sodium sensor was performing as intended. The measurement cartridge was not returned for evaluation, so a definitive root-cause for the elevated na+ results are unknown. The data suggests the following: · two massive clot events on (B)(6) affected the ability of the system to wash properly and effectively; this lasted throughout the life of the mcart. · clots immediately occurring before two of the patient events (#2 and #5) may have had an additional negative impact on the subsequent sample. · the five specimens in question may have become contaminated by salt and/or wash reagent drawn in from around the sample port/luer area, which may have contributed to the discordant results.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The data logs have been received for investigation. The customer stated that the measurement cartridge has been replaced and the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported falsely high sodium results run on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.